Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the up pulley wire stuck. Based on the result, we concluded that it was caused due to the excessive force applied on the up pulley wire. In addition, we confirmed that the down pulley wire fluid damage, and the remote control buttons misconfigured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0587(angle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angulation stuck.